Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely while the user was handling the subject device, the bending section cover leaked and fluid invaded the device. The fluid invasion caused abnormality of electronic component; as a result, image was not displayed. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦"inspection of the endoscopic image" confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus an image problem on the evis exera iii bronchovideoscope during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to the charge-coupled device unit that was broken due to the leak from the bending section cover. Additional findings were as follows: the bending section cover has a leak, the plastic distal end cover was damaged, the connecting tube has buckling, scratch, the connecting tube protector was damaged, the grip unit, the switch section, the switch box, the universal cord all has a scratch, the scope connector cover was corroded, the angulation was less of the specified value, and the biopsy channel has a leak. It is most likely that the reported event was caused by a wrong user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.